Manufacturer narrative:
(B)(4). Correction: patient ID corrected to (B)(6). (B)(4) - inflation of the stent delivery system balloon above rated burst pressure (rbp)during indez procedure on (B)(6) 2011. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted at 18 atmospheres (atms). It should be noted that the IFU states: do not exceed rbp of 16 atms. Use of pressures higher than specified may result in a ruptured balloon with possible intimal damage and dissection. It is unlikely that the reported IFU deviation caused or contributed to the reported patient effect of death that occurred approximately seven months post procedure.

Manufacturer narrative:
(B)(4). Therapy date: (reported as (B)(6) 2012). The stent will not be returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, the patient underwent stenting in the mid right coronary artery with one xience v stent. In (B)(6) 2012, the patient died suddenly at home. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch report, additional information received indicates the patient died in his sleep with no witnesses. Autopsy was not performed. No additional information was provided.